Event description:
It was reported that the distal tip on blade of end cutter broke off during a knee surgery. The case was completed using a different end cutter.

Manufacturer narrative:
Additional information will be provided once investigation is completed.